Manufacturer narrative:
(B)(4). X-series aseptic battery housing part number 89-8521-470-40 lot number 5013511, was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the device was functional. No failure was found. However, the reported event was not confirmed. The device was exchanged by a new one with lot number 5014441.

Event description:
It was reported that the x-series aseptic battery housing part number 89-8521-470-40 lot number 5013511 was opened during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Complaint number (B)(4). The x-series aseptic battery housing part number 89-8521-470-40 lot number 5013511 was returned to the manufacturer. However, the evaluation of the device is not available yet at the date of the report. A follow-up medwatch will be sent when the evaluation is performed.

Event description:
It was reported that the x-series aseptic battery housing part number 89-8521-470-40 lot number 5013511 was opened during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.